Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation was not performed because the lens was received cut into two halves, possibly due to explant. The complaint issue reported could not be verified and no product deficiency could be identified. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct225 15.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The lens was explanted (B)(6) 2019 due to complaints of spherical and toric powers were off. It was reported the replacement lens was a zct150 16.0 diopter lens. No additional information was provided to johnson & johnson surgical vision.